Event description:
It was reported that the patient's implantable neurostimulator (ins) displayed a "power on reset" (por) condition about 18 months ago. During the por, the patient believed she was not getting the same therapeutic benefit as before. The patient was reprogrammed in november, but noticed the change in therapy in december and also noticed the patient programmer battery status light flashed. There were no electromagnetic interference events associated with the por. It was also noted that since the por, the physician stated that "things got all turned around" and he reprogrammed the system in (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435,serial# (B)(4), product type: programmer. Patient product ID: 3587a, lot# n0039776, implanted: (B)(6)2005, product type lead product ID 3587a lot# n0038951 serial# implanted: 2005-09-08 explanted: product type :lead. (B)(4).